Manufacturer narrative:
No further information has been provided to date. This report will be updated should additional information become available.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and competitor right ventricular (rv) lead exhibited high out-of-range pace impedance measurements. Boston scientific technical services (ts) reviewed device data noting the change in measurements appeared consistent with a possible lead fracture. It was also noted that intrinsic amplitudes were diminished on the competitor right atrial (ra) lead. All other measurements appeared stable and within normal limits and provocation testing elicited no abnormal behavior. Ts discussed suggestions for additional system evaluation for which the patient will present at a later date. No adverse patient effects were reported. This system remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating the patient presented for follow-up at which time high out-of-range pace impedances were measured. A revision procedure was later performed at which time the competitor rv lead was explanted and replaced; this ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Additional information was received indicating the patient presented for follow-up at which time high out-of-range pace impedances were measured. A revision procedure was later performed at which time this lead was explanted and replaced. No adverse patient effects were reported.